Manufacturer narrative:
(B)(4). Section g4: no 510(k) number was included in section g4 of the report because the device is exempted from PMA pathway to regulatory approval. Method: the subject device, bc192-05 flexitrunk nasal tubing was returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is based on the evaluation of the returned device, information and photography provided by the healthcare facility, and our knowledge of the product. Results: visual inspection of the subject device confirmed that the tubing was torn and stretched on the film at the circuit connector side. The film was observed to be wrinkled and torn. Additionally, the other tube was observed to be stretched. Conclusion: based on evaluation of the returned device, information and photography provided by the healthcare facility, and our knowledge of the product, it is most likely that the reported event resulted from the device being subjected to excessive force. It appears that the tubes have been pulled to an unintended extension. All flexitrunk infant nasal tubing's are visually inspected, and pressure tested during production and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the flexi trunk nasal tubing state: - "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." - "handle with care. Use caution when positioning or disconnecting the interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." Additionally, a caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk nasal tubing.

Event description:
A healthcare facility in netherlands reported that the tubing of a bc192-05 flexitrunk nasal tubing was torn and resulted in leak during use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Section g4: no 510(k) number was included in section g4 of the report because the device is exempted from PMA pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in netherlands reported that the tubing of a bc192-05 flexitrunk nasal tubing was torn and resulted in leak during use. There were no reported patient consequences.